Event description:
It was reported that the iab was inserted and connected to a pump. When pumping commenced, the pump could not "pick up balloon capacity". The iab was exchanged. There were no reported patient complications.

Event description:
The iab was inserted and connected to a pump. When pumping commenced, the pump could not "pick up balloon capacity". The iab was exchanged. There were no reported patient complications.